Manufacturer narrative:
Other text: b5: additional information received via email on 11-oct-2021: no patient involvement. The issues were discovered during in house inspection/testing process. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the battery compartment had contamination and the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated and confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pumps expulsor was replaced to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed flow testing. No adverse effects reported.